Event description:
The manufacturer received information alleging a ventilator would not trigger the external alarm. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's interface board was replaced to address the issue.